Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. The instrument passed the electrical continuity test. There were no signs of thermal damage. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps had hole/frayed spot on the black cable. There was no patient involvement. Intuitive surgical, inc. (Isi followed up with the initial reporter and obtained the following additional information: the reporter stated that she did not have additional information than the one that she shared the RMA. As per protocol, the instrument was inspected prior to use but she did not have additional details about the case. The hospital did not allow her to share patient details.